Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed during product evaluation. The root cause of this condition was assigned to be depleted main batteries as a result of use/user error. The main batteries and battery harness were replaced onsite at the facility by a baxter field service technician to correct this condition. This is involving a pump with software version 5.08.92 which is categorized as a colleague p1.5.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump for a damaged battery alarm. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. Patient involvement is unknown. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.